Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Correction to h4, information was inadvertently not included on the initial medwatch. Three attempts were performed to obtain additional information, but no response was received from the customer. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause could not be determined. It was confirmed that foreign material was in the nozzle, however, the specific material could not be identified and the cause of the material remaining in the device could not be specified. The nozzle was not deformed and reprocessing was performed according to the instructions for use (IFU). The following information is stated in the instructions for use (IFU): ¿operation manual includes the detection way at chapter 3 preparation and inspection. Reprocessing manual includes the preventive measures at chapter 5 reprocessing the endoscope.¿ olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was able to be confirmed. It was observed that the nozzle was clogged by a foreign white gelatinous material, which seemed to look like cleaning agent residue and that could not be removed. This was found during incoming inspection and without detrimental deformation of the nozzle. Additionally, the bending angulations were out of specifications, the bending section cover glues was worn out and the key top #1 rubber was worn out. Additional information has been requested regarding this event. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.

Event description:
The customer reported to olympus, while using evis exera lll gastrointestinal videoscope had air/water flow issues. During the inspection and testing of the returned device, the nozzle was clogged and attributed to insufficient cleaning. There were no reports of patient harm associated with this event. This medical device report (MDR) is being submitted to capture the reportable malfunction found during device evaluation.